Manufacturer narrative:
(B)(4). The device was returned for evaluation and baxter was able to confirm the customers report of a constant that could not be turned off. The constant alarm was due to the constant output of the third soft key and an improper shutdown due to an inoperable on/off key. Additionally, all keys (other than the first and second soft key) were found to be inoperable. An automatic and constant output of the third soft key was also observed caused by a failed keypad. This does not allow the user to program or start an infusion. The keypad was replaced.

Event description:
It was reported that when a pump is powered on, it is constantly alarming and cannot be powered off. It was also reported that there was no patient involvement.